Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported to company representative that a ¿patient experienced lower lip vascular occlusion¿ after they were injected in an unknown area with an unknown number of syringes of juvéderm vollure¿ xc. It is unknown if the patient has been treated.